Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 443 mg/dl, 225 mg/dl, and 198 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device.